Event description:
It was reported that the patient presented in clinic for a follow up. During device interrogation revealed high capture thresholds on the right ventricular (rv) lead during the repositioning of the lead the helix became difficult to extend or retract. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing threshold was not confirmed while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.